Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set was not adhering and needed to order a particular adhesive that worked well. Customer also reported blood at site. Customer reported that blood glucose was 600 mg/dl the day prior which may have been due to not having insulin for several days and drinking sodas.